Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the ins had started acting differently; it was not holding a charge as long. It was explained that the ins would hold a charge for at least 3 days, but now the ins has no charge after a few days. An inquiry was made to see if the charger could be impacting the life of the ins charge. It was reported that since implant, the patient hasn't been able to get good charge quality when using the recharging belt. It was noted it was difficult for the patient to buckle the belt because of their right arm, so the patient doesn't use the recharging belt when charging. Despite not using the belt, the patient has been able to get excellent recharge quality and charge the ins to full capacity. No symptoms were reported associated with the belt. It was also reported that on (B)(6) 2018, the patient had a dramatic fall that caused their elbow to shatter. The patient had a CT scan of their elbow after the fall, and the ins had not been turned off during the scan because the imaging center told the patient not to turn it off. The patient had an elbow replacement, and has had pain with their elbow. In (B)(6) 2019, it was discovered that ligament damage was present in the elbow, and the patient may need a second surgery. Furthermore, it was reported the patient's legs started hurting on (B)(6) 2019, which was something that hadn't happened to them before. Stimulation would be set at 2.6 and sometimes the stimulation would increase as high as 3.0. Additionally, when adaptivestim was on and they were lying down, the patient would feel tingling for 5-10 minutes then the patient would turn it off. It was noted that previously, the patient would only feel tingling for 30 seconds when lying down. No further complications were reported or anticipated.